Event description:
It was reported that during a hals low anterior resection procedure, the center pin would not advance or return, unable to use/fire. Case completed with another device. No patient consequence.

Manufacturer narrative:
Date sent: 7/11/2007.